Event description:
It was reported the gastrointestinal videoscope had air/water flow issue. The issue occurred during an unspecified event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. During examination, the foreign material could not be identified. Based on the results of the investigation, the foreign material may not be removed because device was not reprocessed properly due to leakage underneath the distal sheath adhesive. However, olympus could not identify a definitive root cause of the event. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected fields: g3 (july 8, 2024). Updated fields: b5, g2, g3, h2, h6, and h11. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. It was observed during the device inspection, that the nozzle was clogged by a black rubbery material.